Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coord reported the pt had damage at the silastic connection of his proximal driveline where it attaches to the system controller. After multiple attempts, they were able to restart the pump and able to splint and support the connection. When the pt was initially placed on the system monitor, there was no transfer of info, and nursing confirmed by auscultation that his pump was stopping and ramping back up when able to et a temporary connection. The log file confirmed several red heart alarms and pump stops. The events occurred while connected to a power module pt cable only. The events were indicative of a possible driveline issue. Eval of the percutaneous lead showed damage to the percutaneous lead. A percutaneous lead repair was successfully completed on (B)(6) 2014.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.